Manufacturer narrative:
Three devices were returned and evaluated. The evaluation results are as follows: three devices were received and evaluated for the complaint regardingthe needle button released event. All devlces were received with the needle released button activated in the depressed position (step 2 of 2). The reported complaint could not be confirmed for these devices.

Event description:
Patient reported experiencing the needle button popping out before 24 hours with 4 v-go's over the past week. Patient stated that the needle button popped out with in an hour of putting the vgo devices on. Patient stated that today she also had this issue.